Event description:
It was reported that a malfunction 16 occurred with a pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer if their level exceeded 500 mg/dl. The pump was replaced under fsca-2025-001, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label and return box. The customer did not share information about their backup therapy, but arrangements were made to ensure continuity of insulin delivery.